Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, concentric, de novo, 99% stenosis in the right coronary artery. Reportedly, the 2.0x12mm nc trek balloon catheter was advanced for pre-dilatation; however, the balloon ruptured during first inflation at 8 atmospheres. Pre-dilatation was completed with a non-abbott device. There was no resistance during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Additionally, it was reported that the air was removed from the balloon while in the patient anatomy. It should be noted that the preparation for use section of the japan nc trek coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Otherwise, complications may occur.